Event description:
It was reported that this pacemaker was part of a system revision due to methicillin-sensitive staphylococcus aureus bacteremia. Reportedly, the patient also had peri-prosthetic joint infection. There were no additional adverse patient effects reported. This pacemaker was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.